Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed reprogramming options. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed reprogramming options. This ra lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.